Event description:
It was reported that the pulse generator was in backup vvi mode. The measured values show that the device had reached elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.